Event description:
It was reported that during insertion, device broke. Delay 0-30 min. No broken piece fell into the patient, no injury, surgery completed with backup device available.

Manufacturer narrative:
The associated complaint device was not returned for evaluation. We recommend that all re-usable instruments be routinely inspected for wear/damage and replaced as necessary. Without the actual product involved and/or device information, our investigation cannot proceed. If the device or new information is received in the future, this complaint can be re-opened. No further actions are being taken at this time. We consider this investigation closed.

Event description:
It was reported that during surgery, device broke. Delay 0-30 min.